Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/22/2015. The fse found the tubing through pinch valve vl107a was leaking. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a colorless leak from the back of the coulter lh 780 hematology analyzer while running startup. The volume of the leak was about 4 oz and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.